Manufacturer narrative:
Results: the neuron max distal atraumatic tip was damaged. The packaging mandrel was unsecured from the packaging tape and card. The packaging tape was intact. A bend was seen along the length of the device. Conclusions: evaluation of the returned neuron maxs revealed damaged distal atraumatic tips. If the packaging mandrel is unsecured from the packaging card while the device is being removed from the packaging, the packaging mandrel may slide into the packaging tube, pinning the device between the packaging tube and the packaging mandrel. If the device is forcefully retracted while the device is pinned, damaged such as this may occur. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2018-01390.

Event description:
During preparation for a medical procedure, the hospital staff found that the tips of the two units of neuron max 6f 088 long sheath (neuron maxs) were broken upon removal from the packaging. The damages to the neuron maxs were found prior to use. Therefore, the neuron maxs were not used in the procedure. The procedure was completed using a new neuron max.

Manufacturer narrative:
This report is associated with MFR report number: 3005168196-2018-01390.